Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had a lost sensor alarm on the insulin pump. Customer's blood glucose was 43 mg/dl. The customer was treated with candy. During troubleshooting the customer was advised that the alarm may caused by distance. The customer was advised that the transmitter and insulin pump remain within 6 feet of each other. The customer was advised that alarm may caused also rf interference or by orientation. Customer was advised to call back if issur recurs and monitor insulin pump.